Event description:
It was reported that during a rotational atherectomy treatment procedure the burr became stuck in the lesion. During ablation with a rotablator rotational atherectomy system the burr got stuck in a sharply calcified bend of the left anterior descending artery (lad). The physician was unable to remove the device and flow in the lad was totally blocked by the burr. The patient went emergently to surgery and even with an open chest and aorta, it was not possible to remove the burr. The shaft was cut as close to burr as possible and the burr was left in the patient. The patient has done well, but did have a large anterior myocardial infarction. Patient's status is stable.

Manufacturer narrative:
Device codes 1528 and 1212 relate to component code 3038. Device returned to MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).